Event description:
A report was received that the patient underwent a pocket revision procedure. The ipg had flipped making it difficult for the patient to charge. The ipg was repositioned and the patient was reportedly doing well.